Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels and a fever. The blood glucose reading was 335 mg/dl. The customer complained of a fever for 4 to 5 days, and insulin was ineffective in lowering her blood glucose. She also complained of aches and frequent urination. The cause of the urgent care visit was unknown per the customer's doctor. She stated that her urine tested clear but she had 3 units of ketones present. She was unable to complete troubleshooting due to lack of tubing clamps, which she was advised would be sent. She was treated with an intravenous drip and saline upon admission. The blood glucose reading lowered to 261 mg/dl. She reported a nearly u-shaped infusion set cannula, which was found bent upon removal. Nothing further reported.